Event description:
The biomedical engineer (bme) reported that the v60 ventilator displayed a "check vent: proximal pressure sensor auto zero failed" error code. There was no patient involvement when the issue occurred. No patient impact and/or harm was reported. The user was restricted from using the device, due to the device being removed from service. During troubleshooting with the bme, the remote service engineer (rse) noted that the issue was replicated. The bme confirmed that the error code was recorded in event log. The bme was provided with the following manufacturer's recommended repair - verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba), replace the proximal auto-zero solenoid (sol 3 and sol 4), replace the da pcba. The bme reported that the pin alignment would be checked and call back if any additional assistance was needed. The issue was replicated, and the error code was confirmed in the event log. Based on the details provided, a malfunction occurred, and the device displayed a "check vent: proximal pressure sensor auto zero failed" error code. This investigation is ongoing.